Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The patient's physician prescribed fluocinonide cream. Initial follow up indicated that the irritation was worse. Additional follow up indicated that the irritation improved but was still present.